Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an arthrotomy and washout was performed due to infection in the left knee. The tibial insert was removed and temporary trial spacer was inserted.